Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-8336-70 (sn (B)(4)) device evaluation indicated that the lead passed visual and x-ray inspection. The complaint was not confirmed. Device exhibited normal characteristics.

Event description:
A report was received that the patient was having inadequate stimulation. The patient underwent a revision procedure wherein the lead was replaced. Device malfunction was suspected. The patient was doing well postoperatively.